Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined; however, may have resulted from wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5.

Event description:
It was reported approximately 77 months after a patient underwent a right total knee arthroplasty, the patient underwent a revision. The reason for the revision is unknown. The patient was last known in stable condition following the event. Patient was revised to a competitor's construct. No additional information is available.

Event description:
It was reported approximately six (6) years, five (5) months after a patient underwent a right total knee arthroplasty, the patient underwent a right knee revision. The reason for the revision is unknown. Patient was revised to a competitor's construct. The patient was last known in stable condition following the event. No medical or surgical interventions were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: 02-012-47-1509 - logic tibial insert std, sz 1.5, 9 mm: 5452888. 02-010-04-0315 - logic cr femoral por, right, sz 1.5: 5392658. 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t: 5277332. 200-02-32 - three peg patella 32mm: 5643279. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.